Event description:
Complainant stated that years ago he developed skin irritation and itching and weeping beneath the tape collar. The exact date the irritation began is unknown.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user reports he did see a dermatologist who prescribed a cortisone ointment, but the wafer would not adhere. It was recommended that the end user use (B)(4) protective powder. No additional event details have been provided to date. A return sample for evaluation is not expected. Should patient/event details become available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.